Manufacturer narrative:
As reported by the sales rep., "when pulling a 5f mynxgrip balloon back to plug an arteriotomy in a calcified vessel, the balloon ruptured. Hemostasis was achieved with manual pressure in less than 30 minutes. There was no reported patient injury. A pre-procedure femoral angiogram was performed. There was some peripheral vascular disease (pvd) and calcium was present. The degree of calcification was not much. The device was used in an interventional procedure with a 5f sheath. The user was trained. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down and retracting. The patient¿s hospitalization was not extended as a result of the event and the as the patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2131601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. The IFU also states the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep., calcified vessel when pulling a 5f mynxgrip balloon back to plug an arteriotomy when the balloon ruptured. Hemostasis was achieved with manual pressure in less than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure with a 5f sheath. The user was trained. At prep the black marker on the inflation indicator was fully exposed. The stopcock opened when the balloon was at arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd/calcium was present. The degree of calcification was not much. The patient¿s hospitalization was not extended as a result of the event and the as the patient recovered. The device is not available for analysis.